Event description:
The hub of a 4fr standard micro-introducer-angiodynamic, (B)(4), lot# 559629- broke off during use with a pt after removal of a 0.035 guide wire. The surgeon secured and removed the introducer before it could become lost in the pt. No harm came to the pt. All devices with the same lot numbers were immediately pulled to prevent use.